Event description:
Torqueability of agilis sheath was defective /broken. User was unable to steer the sheath. There was patient contact, but no harm caused. A OEM agilis medium sheath was used to finish the procedure.